Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects of myocardial infarction and stenosis are listed in the promus everolimus eluting coronary stent system instructions for use; as known patient effects of coronary stenting procedures. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes (B)(4) as its own brand labeling of (B)(4) drug eluting stent in the us. The xience device is being filed under a separate medwatch MFR number.

Event description:
It was reported through a research article identifying abbott vascular's xience drug eluting stent system and boston scientific's promus drug eluting stent system that may be related to myocardial infarction, restenosis with revascularization. Specific patient information is documented as unknown. Details are in the article attached titled: "same or different drug-eluting stent re-implantation for drug-eluting stent restenosis: an assessment including second-generation drug-eltuing stents."